Event description:
It was reported the pt underwent spine surgery (l4-s1 decompression) on (B)(6) 2010 using - (2) 6.5 x 35mm malibu polyaxial screws, (2) 6.5x40 malibu polyaxial screws, and (2) malibu polyaxial reduction screws and the insertion of interbody cages at l4-l5 and l5-s1. The pt continued to experience chronic coccyx pain. On (B)(6) 2010, the pt experienced intense low axial back pain after rolling over bed which did not subside. On (B)(6) 2010, x-rays revealed (2) malibu polyaxial screws and (1) malibu polyaxial screw had broken. Revision surgery was recommended by the surgeon. On (B)(6) 2010 the pt underwent corrective surgery to place new hardware using an abdominal approach. The broken screws could not be removed and remained implanted in the pt's spine. Two months later the pt reportedly required treatment of a gastroenterologist for pain and subsequent abdominal and related bowel issues.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.